Event description:
It was reported that the tabs popped off the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that both release levers were installed, but flipped 180 degrees. The instrument could not be installed onto a sterile adapter in its current state. Two housing pins on the same side were broken off. Evidence suggests the instrument was mishandled and the housing and levers popped off. Levers were installed incorrectly when housing was put back on. Engineering also observed one side of the main tube has various light scratch marks and also a couple deep scratches at the distal end. The deep scratches have removed material from the tube. Scratches are randomly oriented relative to tube axis, suggesting they were caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.